Event description:
It was reported that the patient underwent a primary total hip replacement. Subsequently, the patient had a fall and fractured their femur. The patient was revised twenty (20) days post implantation. The stem was removed, and a new stem implanted and cerclage with cables.

Manufacturer narrative:
(B)(4). D10: 110010245 g7 osseoti 4 hole shell 54mm f 7399538. 110024464 g7 dual mobility liner 44mm f 65723181. 650-1158 delta cer fem hd 28/0mm t1 3141276. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04) - stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint as no product was returned or medical records were provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.